Manufacturer narrative:
This report has been identified as (B)(4). One used caresite gravity IV set, without packaging, was received for evaluation. The tip of the distal connector appeared broken off from the end of the set. The set was then subjected to an air pressure (leakage) test according to specification. Leakage was observed through the piston area of the distal caresite y-valve. A review of our internal corrective action and preventive action (CAPA) database revealed other similar incidents related to piston leakage at the caresite valve. Significant testing for root cause conducted under this CAPA has indicated that an insufficient contact pressure in one of the piston molds may result in leakage under certain conditions. Subsequently, corrective actions have been taken to ensure the root cause has been addressed, which included adjusting the middle seal in the piston mold to ensure a sufficient contact pressure. Without the lot number, it could not be identified if the returned valve was manufactured prior to the CAPA actions. This CAPA was closed on (B)(6) 2015. The CAPA monitoring results, to ensure effectiveness of the corrective actions taken, were favorable. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports there was a chemo leak at the clave site closest to the patient. The connection end appeared cracked. The huber needle and tubing were then replaced. There were no patient injuries.